Manufacturer narrative:
The device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Device received with cracked keypad overlay at select button, and left belt clip rail broken.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the center button was damaged and not responding. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.